Event description:
A surgeon implanted an intraocular lens (iol) in (B)(6) 2009. The patient (who was a healthcare provider) was elbowed in the right eye in (B)(6) 2010 while at work. Subsequently, the patient was treated for traumatic iritis in the right eye and the iol was noted to be dislocated 10 degrees. A different doctor surgically repositioned the iol in (B)(6) 2010; at that time the lens was inadvertently scratched. During a follow-up visit with the reporting surgeon, the patient reported "disabling glare"; the patient's vision was 20/20. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. No root cause can be determined. Additional information was requested 01/17/2012, 01/30/2012 and 02/10/2012 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).